Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The qc was acceptable on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs assay on a cobas e 801 analytical unit. Initial result: 726. The initial result did not match the patient's clinical diagnosis, and the sample was repeated. Repeat result: 4.9. The unit of measurement was not provided. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The alarm trace did not indicate any issues. The patient sample in the lithium heparin tube was found to be cloudy. The patient¿s coagulation indicators were abnormal. An antithrombin test was performed with poor results, indicating that anticoagulation with lithium heparin was not ideal. The investigation determined that the event was due to the customer's sample preparation. The investigation did not identify a product problem.